Event description:
It was reported that the patient had one spectra penile prosthesis cylinder implanted. The spectra cylinder was removed due to patient dissatisfaction with having only one cylinder in one corpora. An inflatable penile prosthesis was implanted. There were no patient complications reported as a result of this event.